Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the paramedics were called. Customer's blood glucose was 18 mg/dl. Customer's blood glucose at time of call was 226 mg/dl. Customer was wearing the device when the paramedics were called. Customer will not be returning the device for analysis.